Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation; therefore, the affected device could not be evaluated. As such, a root cause of the reported condition could not be determined at this time. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that entriflex probe migrated to the lung soon after the procedure, evolving to pneumothorax and it was confirmed through an x-ray image. Additional information was received from the customer and stated that appropriate interventions for the pneumothorax were performed. Per customer, it was necessary to place a chest drain with a water seal and receive intensive care to resolve the clinical condition. The treatments were carried out with good recovery.